Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing low blood glucose (bg) levels on the third day of the supply use. The customer was not sure what was causing the low bg and thought that the insulin may have been compromised as the pump was worn against the skin in an undergarment. As the low bg was not occurring at the time tandem customer technical support (cts) was contacted, troubleshooting was not performed. Cts advised the customer to discuss the low bg with a health care provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed over the past months from (B)(6) 2016 to (B)(6) 2017. User made bolus requests without entering current bg levels and still having insulin on board (iob). There were slight basal rate adjustments made over the three month period. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence of device malfunction.